Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection and functional testing did not reveal any issues. The sample primed and flowed normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink vented paclitaxel set experienced a backflow of the patient's blood to the filter. The device was filled with an unknown chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.